Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v581949, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead, analysis of the neurostimulator found no significant anomalies. During interrogation, it was noted that the serial number was listed as ¿#(B)(6) and the device had undergone a power on reset (por). Other significant findings included burn marks on the can.

Event description:
Addition information received from a healthcare provider for a clinical study reported the entire system was explanted due to patient withdrawal of consent. Patient outcome remained unknown at the time.

Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative and consumer, reported leg pain began shortly after neurostimulator replacement in (B)(6) 2015. The neurostimulator and lead were explanted on (B)(6) 2016. The cause remained unknown but the issue resolved without sequelae at the time of the report. Medical history included depression and overactive bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.